Event description:
Additional information was received from a patient stating the information previously documented, except this time when the patient went into passive recharge mode they saw number 24 in the middle. Patient tried to reposition the paddle multiple times, but the middle number changed only to 40. Patient denies any falls or trauma. Patient confirmed the recharger and controller were recently replaced. Agent redirected patient to hcp for further assistance. Additional information was received from the patient stating that the cause of the "no device found" message was because they allowed the battery to get too low before recharging. The "no device found" issue was resolved. They now have a problem with the battery. It keeps saying "charging needed," then when the battery is at 30% it says "finished."

Manufacturer narrative:
Continuation of d10: product ID 97745nt-rfb serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient reported that they kept seeing no device found message on the controller screen since saturday of august 16. Patient mentioned they tried taking the battery out last night, but it was still not working. Agent had patient reset the controller and patient saw no device found message after reset. Agent had patient plug the recharger to the controller and patient went to passive recharge mode and stated middle numbers went from 49 to 45 and went back to checking recharge quality message. Agent reviewed passive recharge mode to patient. Agent had patient keep moving the paddle around the implant and patient stated they have been doing that but couldn't get any higher numbers and then got a message poor recharge quality and no device found message. Patient also mentioned that they were implanted with interstim on friday. Patient stated the interstim was implanted the other side of their body, and they were placing the recharger over the spinal cord stimulator. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient was also frustrated of the issues they were getting with the controller and mentioned the interstim was so much nicer than this.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.